Manufacturer narrative:
The device history records are currently being reviewed. The investigation is underway.

Event description:
It was reported that approximately six months post stent graft implant, the pt presented with an arterial pseudoaneurysm and stenosis at both ends of the stent graft. Angioplasty was performed with successful results. There was no report of injury to the pt.